Manufacturer narrative:
Additional information: d9,h3, h6, h11 h11: the device was received for evaluation. During functional testing, 'air in line. ' was not reproduced. A review of the history log revealed air -in- line .a service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor is out of range .the ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed air in line. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.